Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including tetralogy of fallot and age at implant. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from slovakia, a 22-years-old patient with a 11500a27 valve implanted in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of two (2) years and three (3) months due to significant regurgitation. During the follow up of 2024, no problems were detected in the valve. However, the patient presented in (B)(6) 2025 with worsening of symptoms (fatigue and weakness), and the echo examination revealed the regurgitation, which may be caused by a broken leaflet. A transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to have good outcome.